Event description:
Subsequent to the initially filed report, the following information was received reporting that the gripper lever shaft broke during the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle. The reported gripper lever break was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed and without a confirm failure mode, a definitive cause for the reported clip opening while establishing final arm angle in this incident could not be determined the investigation determined the reported gripper lever shaft break appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip opened while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and a good grasp was obtained. However, the clip opened during efaa. Troubleshooting was performed but was unsuccessful. A new cds was used to complete the procedure. One clip was implanted reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.